Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. The burr was received detached from the coil, and the coil was stretched and broken at the point of detachment. No other issues were identified during the product analysis.

Event description:
It was reported that the burr got separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device got separated due to wear in the joint part between the shaft and burr. The procedure was completed using the original device. No patient complications were reported. It was further reported that the burr got separated inside the guiding catheter during removal of device after ablation was completed. The burr was simply and completely removed from the patient.

Event description:
It was reported that the burr got separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device got separated due to wear in the joint part between the shaft and burr. The procedure was completed using the original device. No patient complications were reported. It was further reported that the burr got separated inside the guiding catheter during removal of device after ablation was completed. The burr was simply and completely removed from the patient.

Event description:
It was reported that the burr separation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device got separated due to wear in the joint part between the shaft and burr. The procedure was completed using the original device. No patient complications were reported.